Event description:
Boston scientific crm received information in (B)(6) 2007 that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the patient's death there were no product performance allegations. New information indicated that legal counsel had been retained and a lawsuit had been filed. Paperwork recently received as a part of the litigation process stated that the patient had suffered injuries as a result of a device malfunction. Boston scientific had been granted temporary access to the device. Visual inspection noted that the leads were still attached to the device and the device was left in monitor + therapy mode. There was a burn mark with a hole in the plastic bag that the device was packaged/transported in. There was also a large, deep arc mark on the front of the device case. The device was interrogated and a shorted and open lead warning messages were identified; the result of leaving the device in monitor + therapy post-explant. The device was programmed off and a memory dump and save-to-disk was performed. The device was returned to the patient's attorney and all information gathered was archived. Subsequently, boston scientific received information that this device was no longer on legal hold as the legal case was settled. The device was returned to boston scientific's post market quality assurance laboratory and analysis was completed in (B)(6) 2011.

Manufacturer narrative:
Visual inspection by boston scientific's post market quality assurance laboratory confirmed the arc mark on the device casing. Review of the memory log found that the device had been left in monitor + therapy mode post-explant. There were numerous nonphysiologic episodes (occurring post-explant) associated with a short fault. Impedance testing was again performed which confirmed the original findings that the lead had shorted to the device case post-explant which damaged the device. Laboratory testing confirmed that the output of the device had been damaged as a result of a short (lead to the case) which occurred following device explant.